Event description:
The customer reported during a facility generator check, the ventilator alarmed, and did not transition to backup battery power. The customer reported when the ventilator was plugged into ac power, the backup battery did not charge. The unit was in use on a pt, and the customer reported there was no pt harm. The MFR's service tech confirmed when the ventilator was plugged into ac power, the battery charging led was not lit. The service tech reported the backup battery depleted. The service tech replaced the power supply. The service tech reported the backup battery charged after power supply replacement. Extended self testing (est) testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na